Manufacturer narrative:
B2-date of event: this is an approximation as the event date was not reported. The investigation is ongoing; a supplement report will be sent upon completion.

Event description:
The customer reported an unknown number of potential false negative results with the binax now covid-19 ag test on an unknown date with an unknown number of patients. The customer reported that testing was performed when the patients began to exhibit respiratory symptoms (nasal congestion, sore throat). Initial testing was performed with the binax now covid-19 ag test which presented a negative result. Confirmation pcr testing was performed at the facility on an unknown date which presented a negative result. Due to the patients being symptomatic, pcr testing at a different facility laboratory was performed which presented a positive result. Although requested, no additional information was able to be obtained.